Event description:
Customer called in problem with getting x-ray overtime error message during exposure. No patient injury or involvement.

Manufacturer narrative:
The service rep replaced the battery pack. Verified that system produced xrays with no errors. System operates as intended.